Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer was hospitalized due to a hypoglycemia event with a blood glucose value of below 70mg/dl. Customer experinced weakness due to hypoglycemia event. Customer treated by hospitilazation, IV drip, surgical intervention and carb intake. Customer also reported insulin pump was over delivery. No further patient complications were reported. Troubleshooting was performed and insulin pump was used within 48 hours of the reported incident and auto mode feature was active at the time of the incident. It was unknown whether the customer continue using the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible over delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. On the event date of 15-mar-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 17750 (1.775 u) and dailytotalofbolusinsulindelivered = 64000 (6.4 u) which is equal to the dailytotalofallinsulindelivered = 81750 (8.175 u). Perform the history review 1 week prior to the event date 15-mar-2024 in the pump history file and found 2 lost sensor alerts on 03/11/2024, 2 lost sensor alerts on 03/13/2024, a low battery alert on 03/13/2024, and a lost sensor alert on 03/15/2024. Earliest power data available per the power management tool/detail trace file is on 4/10/2024 9:52:00 pm. There was no power data available for the date of 03/13/2024. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.5 mv). The pump passed the functional testing. Unable to confirm alleged low bgs (hypoglycemia). Possible over delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.